Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and breast lumps.

Event description:
Patient reported "pain and palpable lumps and bumps throughout the breast". Healthcare professional reported exchange from a textured to smooth breast implant and deflation. The device remains implanted. This record is for the right side.

Event description:
Patient reported right side "pain and palpable lumps and bumps throughout the breast:". Healthcare professional later reported deflation and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ lump/nodule: unable to confirm as it is a medical event not related to the device. ¿ pain: unable to confirm as it is a medical event not related to the device. ¿ deflation: observed, opening device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification. Additional observations: ¿ yellow and black particles on the surface of the shell. ¿ opening observed. ¿ crease flat observed.

Event description:
Device has been explanted.